Manufacturer narrative:
Concomitant medical products: femoral component (cat# 02-010-01-0240); tibial tray (cat# 02-012-45-4040); patella (cat# 200-02-35). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
Approximately 9 yrs postop the initial l tka, this (B)(6) y/o patient presented with a swollen knee (left) due to polyethylene wear with evidence of osteolysis seen on x-ray. No action taken, will review knee in 6 months. The event is possibly related to the device but not related to the procedure.

Manufacturer narrative:
The prosthesis wear and osteolysis reported may have been due to the alignment between the femoral and tibial components, third body wear, and/or patient-related factors. However, this cannot be confirmed as the patient has not yet been revised at the time of this investigation. Therefore, the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.